Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The wheel was replaced, and the unit was returned to service.

Event description:
The hospital reported during transportation of the unit the wheel got caught and broke off in the fissure between the elevator and the floor causing the unit to tilt. There was no report of injury.